Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the optic was torn during insertion. The lens was removed and replaced without any patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that there was a tear across the optic and a haptic along with two pieces of the optic were torn off and missing. There was a clear surgical residue on the lens. Conclusion -no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.